Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user did not resume insulin delivery after changing a cartridge and a valid resume pump alarm occurred. The user's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a bolus. Insulin delivery was resumed.